Event description:
Hosp reported pt in ICU had all 4 infusion channels shut down during use. Pt was in critical condition prior to event. Epinephrine infusion was interrupted and nurse had to give epinephrine boluses to stabilize blood pressure, which was successful. No pt harm resulted. Event log review by alaris showed soft fault error followed by a watchdog alarm. Root cause not yet identified as device has not been evaluated by alaris yet because it was just returned on 7/20/06. Investigation will continue.

Manufacturer narrative:
Pt info requested and all available info is included in sections a and b.